Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis noted that the overlay tubing was pulled/stretched/overstressed. The exposed right ventricular defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated apparent explant damage. The analyst noted that the overlay tubing was twisted this is not a lead failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and exit block. The lv lead was found pulled out of the coronary sinus. The lv lead was explanted and replaced. It was also reported that the right ventricular (rv) lead was observed with insulation damage at the end of the lead just before it gets thicker at the plug end. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.